Manufacturer narrative:
Batch review performed on 28-feb-2020: lot 165716: (B)(4) items manufactured and released on 3 november 2016. Expiration date: 2021-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in 2 years and 4 months from the primary reporting pain in the patella and the cause of the pain is unknown. The surgeon resurfaced the patella bone and revised the insert. The surgery was completed successfully.